Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the therapy connector on this defibrillator was damaged. There was no pt involvement.